Event description:
Patient had been discharged after breast surgery, mastectomy, or reconstruction and had follow up at surgeon's office. Jackson-pratt drains leaking at stopper and had poor connection. Also, the drain would not hold a suction charge.